Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately eight years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported head and shell were returned for inspection. An updated complaint history search and hold search were performed. The outcome of the investigation was not affected: a definitive root cause could not be determined. Visual inspection found scratching and scuffing on the outer radius consistent with a metal on metal construct. The rim of the head has been dinged. The assembled adapter is gouged and deformed. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately eight years post-implantation due to failed metal on metal hip causing pain and metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Concomitant medical products : catalog number:us157860 lot number: 451700 brand name: m2a magnum cup, catalog number:11-103204 lot number:118320 brand name: taperloc femoral stem, catalog number: 139268 lot number:792560 brand name: m2a magnum taper insert. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03441 . Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision procedure due to pain. The acetabular cup and head were removed. There were only small areas of bony ingrowth on the cup. No gross tissue staining from metal debris or no excessive fluid were found. Reported event was not confirmed by review of medical records provided. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately eight years post-implantation due to failed metal on metal hip causing pain and metallosis .during the revision procedure, it was noted that there was little ingrowth of the acetabular shell. No other complications were noted during the revision. Attempts have been made and additional information on the reported event is unavailable.